Manufacturer narrative:
Patient identifier correction from na to unk. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 02/28/2017 to 08/31/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection and analysis. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause of the issue could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The customer was retrained on proper use of handling cyclesure® 24 bis and to always following the instructions for use (IFU). The issue will continue to be tracked and trended. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. The subsequent bi result was negative. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released for use without reprocessing.